Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.5 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 22 mm in diameter, with a length of 40 mm. The right common iliac artery had a diameter of 13.5 mm, and the left common iliac had a diameter of 15 mm. Some calcification was noted in both common iliacs. It was reported that during post operative follow up, a CT scan showed limb occlusion. The flow divider of the ipsilateral limb and distal ipsilateral limb were found to be compressed. The compression of the flow divider was due to patient anatomy. The aortic neck was small, causing the contralateral limb to compress the area of the flow divider in the right main body. The occlusion of the distal ipsilateral limb was also due to patient anatomy, with the area just above the internal iliac artery being narrow. When the physician implanted the limb, it created an occlusion. The patient underwent a secondary procedure where the thrombus in the ipsilateral limb was removed with a fogarty catheter, and another manufacturer's stent implanted into the ipsilateral limb just below the flow divider. The occlusion of the distal ipsilateral limb was resolved using another manufacturer's excluder leg in the external iliac artery, and flow was restored. No additional sequelae were noted, and the patient is fine.